Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, a stylet was unable to be inserted into the atrial lead. The lead was capped and replaced. No patient symptoms were reported.